Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery was flat. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the battery. The customer ordered a replacement battery in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and although no harm was reported in this case, reoccurrence of the reported failure mode during clinical use could cause or contribute to a death or serious injury, therefore this event is considered a reportable malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer ordered a replacement battery in order to resolve the reported issue. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery was flat. No patient involvement reported at this time.